Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging a "power issue" with onetouch ultra meter and also alleged that the onetouch ultra soft lancing device had a "damaged lancet holder." The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to gather additional information from the customer. The patient stated that the alleged issues began on the previous month in the afternoon. During that time, it was noted that the subject meter was "powering off during use" and the lancet holder was damaged." It is not known whether she was able to obtain any blood samples and test on any other meter after the reported issues. At an unspecified time, after the reported issue began, the patient reportedly "felt sick" and experienced symptoms of "sweating" and felt cold." It is not know whether the patient obtained any blood glucose readings while experiencing the symptoms and also not known how long after the reported issues did she develop these symptoms. The patient reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention for the diabetes. The patient was not tested on any other meter. At the time of troubleshooting, it was found out that this was not a new product. Based on the information provided, there was no misuse of the product. The patient's lancing device was replaced. Even though, it is not clear whether the patient obtained any blood samples after the lancing device was damaged, this complaint is being reported since the patient claimed that after the alleged issue began, she reportedly experienced symptoms, which could be suggestive that she might have experienced a hypoglycemic episode. In addition, the alleged issue regarding the lancing device was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, it will be evaluated and, if the lancing device does not pass inspection, FDA will be informed of the results in a supplemental report.